Event description:
A nurse reported hearing a "dinging noise" and a system message displayed while in irrigation/aspiration (I/a) mode. Add'l info was received from the nurse reporting there was decreased irrigation/aspiration while in I/a mode. This event was reported to have happened twice with one of the cases resulting in the surgeon using a manual technique to remove the remaining cortical material prior to intraocular lens implantation. There was no pt impact reported and the same system was used to complete both cases.

Manufacturer narrative:
The company rep examined the system and verified the system message 'vent valve failed closed'. The company rep found the vent solenoid shoulder bolt loose, and tightened the bolt appropriately. The system was then tested and met all product specifications. The root cause of the reported system message is attributed to a loose bolt on the vent valve mechanism since the reported issue was addressed after adjustment of this component. (B)(4).